Event description:
Product problem: the jacket broke while unjacketing. The patient had a tortuous common iliac artery. All trouble shooting techniques were used to relieve tension while unjacketing. The jacket broke at the jacket lock. That device was removed and a second device was used. The pt is recovering and in stable condition.